Event description:
Litigation papers received, alleging excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update rec'd 8/20/2015 - plaintiff preliminary disclosure form was received, which provided patient sticker sheet. Complaint updated 8/27/2015.

Event description:
Patient was revised to address pain and stiffness.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/16/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, pain, metal wear debris, and corrosion. The cup was noted to have less anteversion than normal, but it was to accommodate for the stem positioning. No labs were provided for the alleged high metal ions. The complaint was updated on:10/12/2015.